Event description:
A malfunction was reported on the pump by the caller. There was no information provided regarding any adverse impact on the customer's blood glucose levels. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.